Manufacturer narrative:
Product event summary: analysis confirmed the reported error. It was also noted that the display wires were pinched and wire was exposed, battery wire insulation was pinched but the insulation was not compromised and the hanger assembly was broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned to the manufacturer for servicing. This was detected during service, so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.